Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced ¿capsular contractures, baker grade unknown", ¿right side is harder, firmer¿, and ¿exchange from textured to smooth breast implants due to the patient¿s concern¿ with the product. Device remains implanted.

Event description:
Patient additionally reported that the right side breast cancer was prior to having the implant placed; this is not considered device related. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.